Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx control vascular closure device (vcd) had a failure. The device involved had a clear outer tube that detached from the device. There were no loose components found or retrieved. Hemostasis was achieved via manual compression and patient was discharged home with no complications. There was no reported patient injury. The procedure was diagnostic and performed using a retrograde approach by a mynx-certified user. A 5f non-cordis sheath introducer was used. The femoral artery was verified as suitable, including appropriate insertion angle and vessel diameter greater than or equal to 5 mm, with no vessel tortuosity reported. No damage was noted to the device or packaging prior to use, and the device was stored and prepared according to the instructions for use (IFU). An ultrasound was performed to confirm whether any device components remained in the artery or tract. The device will be returned for evaluation.